Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. Before use on the patient, it was reported that there is an issue related to labeling change from round body to taper point on the packaging. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: is this an issue were the label related to the product, package or insert is missing or incorrect as to prevent proper identification of the product?. Or is this a product mix issue? Do you have a picture for visual analysis? Lot number? Device return status? Ans: this issue is related to mdm (labelling) change from round body to taper point. No other details have been given by complainant. This is already resolved as I spoke to complainant.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/11/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: is this an issue were the label related to the product, package or insert is missing or incorrect as to prevent proper identification of the product?. Or is this a product mix issue? Do you have a picture for visual analysis? Lot number? Device return status? This issue is related to mdm (labelling) change from round body to taper point. No other details have been given by complainant. This is already resolved as I spoke to complainant .